Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a patient follow-up visit that there was evidence of t-wave oversensing (twos). The recommendation was to reprogram the patient's cardiac resynchronization therapy defibrillator (crt-d) to use a different sensing vector from the patient's right ventricular (rv) lead. The reprogramming change was planned and both devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.